Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported right ventricular (rv) failure and patient outcome could not conclusively be established through this evaluation. In addition, the reported low flows due to the patient's rv failure could not be confirmed as no log files were provided for review. It was reported that the patient had bad rv failure with low flows and was placed on hospice. The patient ultimately expired on (B)(6) 2020. No additional information was provided. The pump was not be returned to abbott for evaluation. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right ventricular (rv) failure with low flows. The patient expired on hospice.